Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 340-350 mg/dl. Infusion set changes were performed resolving the alarms. Additionally, the usb cable was stuck and connector broke off in the pump's usb port after pulling the usb cable out. Customer's bg was within range during this event. Reportedly, an alternate cable resolved the issue.